Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as digging in their skin with marks on their chest. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse requested a different size garment for the skin irritation. Follow up indicated that the skin irritation improved.